Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that she tried to change the set and she put the set in the patient's body and the lid did not twist good. She had to force it and it detached at the quick release and the whole thing came out. The site location was at the right side of the hip and the issue occurred immediately after attaching. Reportedly, the infusions were stored in the closet and not in extreme temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.